Event description:
Patient reported "implants were part of the recall". Later healthcare professional reported "textured". Later healthcare professional reported "baker grade 3 capsular contracture". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsule contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade 3 capsule contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, h.6.

Event description:
Patient reported "implants were part of the recall". Later healthcare professional reported "textured". Later healthcare professional reported "baker grade 3 capsular contracture". This record is for the right side. Device was explanted.